Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 45 mg/dl after not eating meals and having a pretzel snack while using the ilet for less than a week with a 6 mm steel cannula; troubleshooting and education were provided regarding early adaptation and expected glycemic fluctuations. Symptoms included lethargy and sweating. Outcomes included resolution after oral glucose treatment with jelly beans and stabilization within approximately 30 minutes. Investigation included case management review and user counseling on hypoglycemia management and device adaptation. Investigation of this case revealed no device malfunction, with the event consistent with early system adaptation and inadequate carbohydrate intake relative to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.